Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 358 mg/dl, 168 mg/dl, and 162 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.